Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day the sensor was inserted, the patient didn´t report any symptoms. The cgm was reading 128 mg/dl and the blood glucose reading was 63 mg/dl. The patient was taken to the hospital and treated there with IV glucose. He was monitored there for 3 hours and the cgm reading was over 300 mg/dl and the bg reading was 139 mg/dl. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.